Event description:
Patient presented to the emergency department (ed) with a "ballooned out" and deflated nasojejunal (nj) tube. The ed ordered a nj placement to replace the defective nj. Patient came into the room with the previous nj tube in place. Medical doctor, the radiologist proceeded to remove the old nj tube and found that the end of the nj tube was frayed. It seemed to be intact, but upon doing a scout image a portion of the nj tube was still present in the jejunum. Md mentioned that to the patient and the patient mother and proceeded with placing a new nj tube. After md placed the new nj tube, he mentioned that he was going to discuss the findings with the ed doctor. After talking with the ed doctor, md reported that they were discussing the options with general surgery. I later found that the old nj tube (the defective corflo nj tube) was placed in the imaging department. Manufacturer response for tubes, gastrointestinal (and accessories), corflo enteral feeding tube (per site reporter). Vendor seeking sample and more information on issue. We have been forthcoming and await a return label for the sample.